Manufacturer narrative:
Insulin pump received unable to perform the displacement due to broken/detached end cap and loose drive support disk.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was 577 mg/dl. Customer stated that they rewind the insulin pump and insert reservoir in it, as they primes the insulin pump the drive support cap was loose and comes off and exposes the motor. Troubleshooting was performed. The device will be returned for analysis.